Manufacturer narrative:
Device manufactured between november 05, 2018 to november 06, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port where the tubing met the bag. This issue was identified during setup. There was no patient involvement. No additional information is available.